Manufacturer narrative:
A getinge field service engineer fse was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse replaced the regulator high pressure and o-ring to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The failure analysis and testing dept. Received part number 0103-00-0637 and 0354-00-0209 with a reported unit failure of a helium leak near/at the external helium tank. The fat performed a visual inspection and found the part to have damage on the helium nozzle insert. Please see attachment. This would cause a helium leak. Failure confirmed and probable root cause would be expected wear and tear. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, component codes and investigation conclusions, h11. Corrected field: d4 UDI. A getinge field service engineer fse was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse replaced the regulator high pressure and o-ring to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Event description:
It was reported that prior to use on a patient, during the install of a new helium tank, the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak. The iabp was removed from servcie. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in site name : (B)(6).